Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. These implants were removed in a revision; therefore the complaint is considered confirmed. No product was returned and no functional tests or inspections could be performed. No x-ray, scans, pictures, or physicians reports were provided. The distributor stated the patient was obese with a history of chronic obstructive pulmonary disease (copd), hypertension, myocardial infarction (mi), smoking, and non-compliance. All the factors stated by the distributor has the potential to contribute to the cause of this complaint. Review of the complaint history determined that no further action is required as no were trends identified. Investigation results concluded the most likely underlying cause of this complaint is the above mentioned patient conditions. There are no indications of manufacturing defects. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Because the lot number and the screw part numbers are unknown, the device history records could not be pulled and reviewed. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It is reported a revision took place due to the fracture of the most inferior band as well as an unknown loose screw on the middle construct. The entire inferior construct was removed as well as the loose screw from the middle construct. The inferior construct was replaced with two straight plates and a new screw was implanted for the loose screw. The revision went well; there have been no complications reported.